Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- nonunion after l1 fracture involved in vertebral body replacement. Levels implanted: l2. It was reported that a snap sound was heard from the surgical field while lengthening. After confirming that the cage had been lengthened in the image, it was difficult to turn the locking ring for temporary fixing, so the final tightening was performed, and torque was applied. At that time, the pinion driver was holding so that it would not turn in the opposite direction. When checked, the cage was shortened, so the cage was removed and changed to a new one for dealing with it. The same inserter was used, and it was able to set the new cage without any problem. Product was used correctly according to the directions given in the IFU/labeling. On (B)(6) 2021, received additional information that there was delay in overall procedure time around 30 minutes. Only centerpiece was shortened. There were no patient symptoms or complications reported as a result of this event. Products would be returned. On 2021-jul-12, received additional information that no malfunction with the endcap.

Manufacturer narrative:
Device evaluated summary- visual and optical inspection confirmed a couple of the teeth in the centerpiece track have been stripped and broke off. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage and still able to expand the centerpiece. It appears the implant was stripped/damaged due to excessive force placed on the implant. The body set screw is jammed and will no longer thread in and out. The body set screw may have been locked during attempted expanding. Additional information: d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.